Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for <10 colony forming units (cfus) of echerichia coli (e coli). The device was retested on (B)(6) 2025, and it tested positive for 10-100 cfus of klebsiella pneumoniae and candida albicans. The device was tested again on (B)(6) 2025, and presented with no growth. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.